Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having a hard time voiding and that their bladder hurts. Support link recommended to speak to their doctor about any medical questions or concerns. Additional information received from the patient (B)(6) 2021. It was reported that the difficulty voiding and bladder pain has not been resolved and the doctor has not been contacted. The patient did experienced urinary retention and have not had it prior to implant. It was noted as unknown if it has worsened. Catherization was not the standard of care. There were no device issues reported, and no further patient complications reported at this time.